Manufacturer narrative:
There are no non-conformities related to the alleged product defect and reported lot. No capas affected lofric sense during the production period of the reported lot. No other complaints have been reported for this lot. No other complaints concerning a similar product defect have been reported for lofric sense. The whole manufacturing process has been reviewed including punching, coating, packaging, storage and transportation. The manufacturing process review has been performed by operators and engineers. No manufacturing, quality or storage deviations have been identified by the manufacturer. Nine catheters have been returned by the customer. One of the catheters has fragments that do not align, indicating the pieces returned are from 10 different catheters. This would mean a total of 14 products from the same customer were affected. The fragments were studied using a microscope to evaluate the cuts. Analysis showed that the products had been cut by a sharp object (not cracked or torn). The catheters were cut a different number of times along the tube, in different angles, and at different heights along the tube. Brown marks were present in some of the cuts, which is suspected to be rust. To summarize, the cuts on the different analyzed fragments are not consistent. The conclusion from the review is that no part of the manufacturing process could have caused this type of defect in the catheter. The raw material supplier's process was also reviewed. The review concludes that products with the alleged defect cannot leave the raw catheter production process, or last through the rest of the production process without breaking at the damaged point. Analysis of the returned samples showed an inconsistency between samples regarding number of cuts, position of the cuts and the angle of the cuts. This supports the conclusion that the product damages did not occur during wellspect's manufacturing process. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in algeria. The patient reported finding multiple catheters damaged inside their individual sterile packaging, while the external packaging appeared undamaged. Some catheters were broken into two pieces, while others showed partial cuts at one, two, or three different points along the tube. While attempting to use some of the defective catheters without realizing the damage, the catheter broke inside the bladder, leaving fragments retained. The patient went to see her doctor and the doctor performed a cystoscopy to locate and remove the catheter pieces. The doctor successful removed four catheter fragments that were in the patient's bladder. The remaining supply of catheters were inspected and no further damage was found. The patient is doing well.

Manufacturer narrative:
There are no non-conformities related to the alleged product defect and reported lot. No capas affected lofric sense during the production period of the reported lot. No other complaints have been reported for this lot. No other complaints concerning a similar product defect have been reported for lofric sense. The whole manufacturing process has been reviewed including punching, coating, packaging, storage and transportation. The manufacturing process review has been performed by operators and engineers. No manufacturing, quality or storage deviations have been identified by the manufacturer. No products have been returned for investigation. The conclusion from the review is that no part of the manufacturing process could have caused this type of defect in the catheter. The raw material supplier's process was also reviewed. The review concludes that products with the alleged defect cannot leave the raw catheter production process, or last through the rest of the production process without breaking at the damaged point. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in algeria. The patient reported finding multiple catheters damaged inside their individual sterile packaging, while the external packaging appeared undamaged. Some catheters were broken into two pieces, while others showed partial cuts at one, two, or three different points along the tube. While attempting to use some of the defective catheters without realizing the damage, the catheter broke inside the bladder, leaving fragments retained. The patient went to see her doctor and the doctor performed a cystoscopy to locate and remove the catheter pieces. The doctor successful removed four catheter fragments that were in the patient's bladder. The remaining supply of catheters were inspected and no further damage was found. The patient is doing well.